Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a results issue. No consequences or impact to patient were reported.

Event description:
The customer reported a results issue. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During functionality testing, a "hardware error/ ir signal sensor error" was indicated and the unit was unable to obtain measurements. Accuracy testing could not be performed. Internal inspection found contamination near the l8 component on the circuit board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.